Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis with a blood glucose level of 600 mg/dl. Troubleshooting was not performed as the insulin pump was not responding to batteries. No other information was provided.